Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). (B)(4) evaluated the subject device and confirmed that the distal end of the subject device had a wear but there were no foreign objects and damage, which possibly caused the reported event, within the channels of the subject device. The evaluation could not identify source of the black material. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility experienced difficulty in passing a biopsy forceps through the instrument channel of the subject device, and a black plastic piece came out from the instrument channel of the subject device and fell off within the patient during a gastroscopy. It was reported that the user facility tried to remove the plastic piece but it was too slippery so they have left it in the patient. The procedure was completed with the subject device. There was no report of patient injury associated with the event.